Event description:
It was reported that a spectrum pump was alarming for a "system error 105." There was no patient injury and no further information was provided.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was received inoperable due to system error 105, confirming the reported symptom. The error was caused by a failed motor. As a result, the motor will be replaced.